Manufacturer narrative:
Due to the state of the device, additional functional testing could not be performed. However, no vmo errors were observed in the uep therapy logs which indicated the device delivered therapy as programmed. The root cause of the issue could not be ascertained.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced discomfort at the ipg pocket site. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.